Manufacturer narrative:
UDI in device identification is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes updated. Visual inspection of the returned device noted, no abnormality in the appearance of the main body. Functional check for looseness of the patient outlet connector. The reported fault is confirmed. Root cause was, because the load in the loosening direction is applied, when the patient circuit is attached or detached. A device history record (DHR) review was not performed, as the reported problem is not related to manufacturing. Actions performed, consisted of tightening the patient circuit connector with a force of 4.5 nm (newton meter). Functional tests and performance tests were conducted. Device passed all functional tests.